Event description:
The ge oec 9600 fluoroscopy system had a single event image quality issue where the image had to be manually adjusted.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. It was noted that the image quality issue was only on one case, and all other images in the directory were of satisfactory quality. Isolated single event image quality issue that could not be duplicated. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info, with respect to this issue.